Manufacturer narrative:
(B)(4).the insulin pump passed functional tests including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No motor error alarms were noted. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window were noted during a visual inspection. Moisture damage was noted on motor assembly.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer's daughter stated that the customer had experienced high blood glucose for the past 3 days. She noted that he had been off of the insulin pump therapy for 24 hours prior to hospitalization. She stated that he had hurt his foot 3 weeks prior and was also on medications. Upon troubleshooting, it was found that the insulin pump failed the high pressure test twice and alarmed motor error during the test. No troubleshooting was performed for the motor error test. Advised replacement of the insulin pump. Nothing further reported.